Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 60 mm aaa. It was reported that a follow-up CT taken almost nine years later showed a ia endoleak. Intervention was performed a non-mdt was implanted and the sma and both renal arteries were fenestrated and stented. Per the physician the cause of the event was anatomy related due to disease progression. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5: additional information received: it was reported that bilateral type ib endoleaks were treated with non-medtronic stents at the same time when treating the type ia endoleak. Film evaluation summary: the reported type ia endoleak was confirmed on the CT¿s received; however, the exact cause of the type ia endoleak could not be dete rmined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Earlier post-implant films were not provided for comparison or for review of disease progression over time. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause, but these were not provided. From the films provided, it appeared that the main body bifurcate may have migrated which would have increased the likelihood of ia endoleak occurring. The right limb stent graft looks to have possibly migrated as well owing to its distance from the right internal artery, leading to the type ib endoleak. There is also a likely ib endoleak coming from the left limb. It is likely that disease progression and aneurysm morphology changes, over the 9 year period of implantation were factors in the loss of proximal and distal seal and concomitant possible stent graft migrations. Analysis of the returned CT¿s did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.